Manufacturer narrative:
(B)(4). The reported pt effect of cerebrovascular accident (stroke) is a known pt adverse event listed in the xact instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. Attachment: gioacchino coppi, m.d.; et al (journal of vascular surgery june 2010): "carotid artery stent fracture identification and clinical relevance".

Event description:
Device issue: none. Adverse event (ae): stroke. Time of ae: during the procedure. The following event was noted through a periodic article review: it was reported that a prospective study was performed on 341 pts in whom carotid stents were implanted since (B)(6)2004. The purpose of the study was to identify and evaluate the prevalence of carotid stent fracture, risk factors, and clinical relevance. Of those pts, one pt experienced a disabling stroke during the procedure. No add'l info was provided.